Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump that had been placed to support a patient awaiting transplant. The pump was supporting for 8 days when there were low flows and suction. The team troubleshot with meds/volume and pump position assessment. The pump remains on for support despite the persistent low flows and the patient remains stable.